Manufacturer narrative:
Upon device return, analysis found that the catheter body had significant twisting that may have affected infusion. A kink that would occlude when the catheter was bent to a narrow radius, was also observed, at the location where the twisting was seen. No leaking was seen with the sc connector.

Event description:
Additional information was received from the healthcare professional via a company representative. The patient had been admitted to the operating theatre and operated on to have the pump section of the catheter replaced. The potential cause of the issue was not identified; however, the clinicians requested that the original pump section of catheter be returned for analysis as that could have been a potential cause. The patient was receiving adequate itb (intrathecal baclofen) therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in the (B)(6) and was being treated with lioresal intrathecal (500 mcg/ml; 100 mcg/day, lot number not verifiable). The patient's indication for device/therapy use, medical history, or other medications the patient was taking at the time of the event was not provided. The event was not reported to a competent authority. On (B)(6) 2015, a new itb (intrathecal baclofen) system was implanted (pump and ascenda catheter). Post-op on (B)(6) 2015, the patient was not receiving effective relief of the baclofen provided by the pump. In the days that followed, the patient displayed symptoms of fluid build-up at the site of the pump and catheter. The swelling of soft tissues around the pump and catheter led to the identification of the issue. The neurosurgeon drained 100 ml of csf (cerebrospinal fluid) from the patient. The patient was re-admitted to the hospital. On (B)(6) 2015, the pump section of the catheter was revised/replaced due to an extreme csf leak and non-effective drug delivery. The products were replaced and the explanted devices were returned to the manufacturer. It was unknown if the issue had resolved, as of the date of this report. The patient was alive without injury. Additional information regarding additional interventions/actions taken, cause, and outcome were not provided. Should additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.